Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the insulin pump did not delivering insulin. The user alleged the insulin pump was not delivering insulin over night. Customer had put the suspend on before going to shower and they forget to put suspend off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.